Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It as reported, the pt had lost stimulation. It was also reported, the charger and programmer could no longer communicate with the ipg. An sjm rep met with the pt to troubleshoot the issue but was unsuccessful. As a result, the pt's ipg was explanted and replaced.